Manufacturer narrative:
Other text: b3: date of event is unknown. H6: event methods, evaluation, and conclusion codes: updated one infusion pump was received for evaluation. Visual inspection found the device in good condition with no visible damage. The reported issue (primary audible alarm post) was not duplicated at power up. The cause of the reported problem was found during the speaker test which failed at level 1, 2, and 3 which was causing the primary audible alarm post error intermittently. Repairs done to correct the reported problem replace speaker as a preventive action, performed preventive maintenance and all functional testing. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump had a primary system failure. No patient injury reported.